Event description:
A technician reported to baxter (B)(4) that during patient therapy the aquarius machine alarmed with an air detection alarm. There was patient involvement, but there was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.